Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: the complaint device was received and evaluated at service center. Per service manual operational and diagnostic analysis confirmed reported issue of short circuited as the device was causing a short due to the cable. Additionally, the motor and pcb were heavily corroded, the valve handles were heavily scratched, and the locking head was damaged during disassembly of the device. Device disassembled and decontaminated as per the service manual during initial evaluation. Performed repair as identified in the investigation by replacing the cable assembly, motor, keypad pcb, micro valve set, and locking head. Performed replacement of internal seals as per the service manual. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The exact root cause is damaged cable. The possible root cause could be the fluid ingress into the motor compartment. The service history has been reviewed. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that the buttons on the micro tornado hand piece with hand control short circuited. They were able to complete the case with another like device. This did not cause a delay and caused no patient harm. This is all the information the sales rep has at this time.